Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override and on disconnect mode. A technical support specialist (tss) verified both the station and server were on version 1.4, backed up the station database and logs, ran the reverse synchronization script, and restarted the data synchronization service. The tss confirmed successful uploads, extracted missing transactions, and saved all documents. Informed the customer, kept the case open until verification, then closed the case after confirmation that everything was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device was not communicating and in critical override. Device also notified with 2 error messages as "critical override" and "disconnected mode". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.